Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the the usb cable was not functioning as intended. Reportedly, the pump functioned as intended using an alternate cable. Customer's blood glucose level was 163 mg/dl.